Manufacturer narrative:
The reported event of premature discharge of battery and longevity anomaly was not confirmed. The device was received from the field with battery at elective replacement level in line with projected longevity. Retrieved session record indicates auto-capture feature was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical tests performed under nominal conditions indicates normal current level and normal functionality. Further evaluation under various pulse amplitudes found no anomaly and no indication of premature battery depletion. Total projected longevity based on average drained current is 4.97 years, implant duration was 4.85 years which is within the expected range and it is considered normal battery depletion.

Event description:
During follow-up, decreased battery longevity was observed and the pacemaker was observed to be at elective replacement indicator (eri) level. Abbott technical support was contacted and premature battery depletion was suspected. The event was resolved by explanting and replacing the device. The patient was in stable condition.